Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of six (6) clearlink system continu-flo solution sets separated from the y-site clearlink. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b3/d10, d9, e1 address, h3, h4, h6, h11. B3/d10: the events occurred around 10/29/2024. H11: one (1) actual device was received for evaluation. Visual inspection was performed and a separation between the first clearlink and tubing was observed. Dimensional testing was performed at the clearlink y-site housing and the component met specifications. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.